Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use included spinal pain. Medical history and concomitant medications were not reported. On an unspecified date, the patient experienced spinal pain. Subsequently, the patient was to undergo a magnetic resonance imaging (MRI) due to an unspecified problem with the device or therapy. No further information was provided. Additional information regarding pump drug details, concomitant medications, medical history, contact for additional information, onset of spinal pain, MRI results, actions/interventions, and cause of the spinal pain was requested. If additional information is received, a follow-up report will be sent.